Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did any pieces fall into the patient? No. If yes, were they retrieved? Na.

Event description:
It was reported that during an open esophagectomy procedure, the device could not fire on the first firing. The surgeon added force and the firing knob broke down. The firing was completed with the help of surgical tools. The surgeon thought the safety was not triggered as the device could fire finally. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device was disposed of.